Event description:
It was reported the light source had error e102. The lamp had 350 hours on it. The lamp was replaced with a new olympus lamp, but the error came back. It's unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during the middle of a colonoscopy procedure that was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. It was noted that the customer did see some dust around the heat sink and they were going to blow it off but no further information was provided. Olympus will continue to monitor field performance for this device.